Event description:
It was reported that the tlc55 was used during a subtotal gastrectomy and anterior resection. It was reported by the affiliate that there were no problems encountered during the initial surgery. The pt was admitted for a subtotal gastrectomy and anterior resection. A tlc55, two tcr55 and one ta90 were used in the procedure. In the initial post operative period, pt was fine, then developed shortness of breath, became hypoxic and acidotic. In view of pts medical history of coad and asthma, it was thought the pt had a chest problem, but gradually showed signs of renal failure. Pt was treated appropriately with central line and dopamine. Also pt was treated with aminodarone and IV frusemide. The pts blood pressure didn't respond and was transferred to the intensive care unit. In view of a worsening condition, a laparotomy was performed on 1/26/1998, which revealed a leak from duodenal stump with bile stained peritonitis and exudate and fibrinous deposition over the small bowel and liver. There was a small leak from the staple line of the duodenum. Lavage was performed and foley's catheter was placed into at the leak site of the duodenum. Pt was transferred back to intensive care unit, but could not survive and expired. Device wasn't saved for analysis. A summary of the case was provided by the surgeon.